Event description:
Patient was revised to address acetabular cup loosening. **update** (B)(6) 2012 - medical records were received. The revision operative report stated that there was fluid-filled debris, moderate amount and black staining of the inner capsule.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation papers allege patient suffered debilitating pain and discomfort in hips and legs, thereby interfering with his ability to perform activities of daily living. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.